Event description:
It was reported the r wave measurements were constantly changing. The r wave measurements were different on the electrogram (egm) and through the device. It was also noted the right ventricular lead impedance was higher than normal. During a previous device check, the egm was noisy so the signal source was changed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).